Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During testing at service, the device also ran on it's own.